Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. However, a review of complaint history, review of IFU, review of qc, and a review of trends were performed. The device is inspected via quality control specifications for suture security and functionality and it is ensured that the curve is able to be opened and closed. An IFU is provided that states the following steps for catheter removal: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free." Images were not returned, however, if the pigtail was not locked in a fully closed position, this may leave a segment of the locking suture exposed in the tissue. This exposed suture may develop encrustation making it difficult to release the pigtail. Although we do not indicate cutting of the catheter or suture as a means of removal, under the circumstances, one of the exposed ends of the locking suture must be secured in order to prevent possible loss of the suture from the device. Without images, we are unable to determine what may have led to the difficulty removing the device, however, the suture was retained in the pt due to the device being removed using a method other than that described in our IFU. We will continue to monitor for similar complaints and have notified the appropriate personnel. No risk mitigating action necessary at this time per the conclusion of quality engineering risk assessment.

Event description:
On (B)(6) 2012: the complaint device was placed in the epigastric region of the pt at another hosp. On (B)(6) 2012: the physician attempted to exchange the drainage catheter. Although the locking cam lever was unlocked so as to straighten the catheter, the loop of the catheter would not be unlocked. The catheter was cut off and could be retrieved. However, the string of the catheter could not be retrieved, though the physician pulled it back. Therefore, the physician determined to remain the string in the pt's body. A new drainage catheter was placed and the procedure was ended. There have been no adverse effects to the pt.